Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 424 mg/dl. Customer¿s blood glucose level was 450 mg/dl at the time of incident. Customer reported that they had nausea, vomiting, abdominal pain and breathing difficulties. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer was treated for the high blood glucose with insulin pump. Customer reported that his blood glucose did not came down even if he gave himself bolus using insulin pump. The insulin pump will not be returned for analysis.

Event description:
The automode feature was not active at the time of the reported event.